Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, and a curved opening. A leak test was performed and found more than three openings. A microscopic analysis identified more than three curved striated openings on anterior and radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.